Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and pelvic adhesions ('pelvic adhesion') in an adult female patient who had essure (batch no. Ha110618 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, lumbar spinal stenosis, back surgery, spinal laminectomy and uterine bleeding. Concomitant products included celecoxib (celexa), citalopram, ibuprofen, metoprolol, omeprazole (prilosec), propranolol and sumatriptan. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain lower abdomen, bilateral") and was found to have uterine leiomyoma ("fibroids in uterus"). The patient was treated with surgery (total abdominal hysterectomy, adhesiolysis, ablation and adhesiolysis). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the menorrhagia, pelvic adhesions, uterine leiomyoma, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic adhesions, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), pelvic adhesions, fibroids in uterus. Left: 2 trailing coils. Right: 2 trailing coils, patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: doctor could not see coils during dye test due to ablation. Ultrasound scan - on an unknown date: thickened endometrium, possible polyp in uterine cavity. Uterine fibroid, dysmenorrhea, most recent follow-up information incorporated above includes: on 12-sep-2019: update of information (essure batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and pelvic adhesions ('pelvic adhesion') in an adult female patient who had essure (batch no. Ha110618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, lumbar spinal stenosis, back surgery, spinal laminectomy and uterine bleeding. Concomitant products included celecoxib (celexa), citalopram, ibuprofen, metoprolol, omeprazole (prilosec), propranolol and sumatriptan. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain lower abdomen, bilateral") and was found to have uterine leiomyoma ("fibroids in uterus"). The patient was treated with surgery (total abdominal hysterectomy, adhesiolysis, ablation and adhesiolysis). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the menorrhagia, pelvic adhesions, uterine leiomyoma, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic adhesions, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), pelvic adhesions, fibroids in uterus. Left: 2 trailing coils. Right: 2 trailing coils, patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: doctor could not see coils during dye test due to ablation. Ultrasound scan on an unknown date: thickened endometrium, possible polyp in uterine cavity. Uterine fibroid, dysmenorrhea, most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. The event injury nos was replaced with events from pfs: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), pelvic adhesions, fibroids in uterus, abnormal bleeding (vaginal), lower abdominal pain. Patient¿s medical history and concomitant medications were added. Laboratory data was added, essure insertion date and removal date were added, lot number received. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.